Event description:
It was reported that during a "pcnl" procedure a ureteral perforation and balloon leak occurred. A balloon catheter had been inserted to an unspecified location prior to the start of the procedure and "sutured" to a foley catheter. The patient was then transported to the procedural suite of the hospital and the balloon catheter was inflated to an unspecified pressure. Dye was injected through the balloon catheter for imaging and it was noticed that the balloon had leaked and the ureter had perforated. "Dye went everywhere". The physician decided to complete the procedure with the balloon in place. Once the procedure was completed, the balloon was deflated and removed without further complications. An unspecified stent was placed antigrade. The ureter "seems fine". The patient's urine is clear. The patient remains hospitalized for unspecified reasons.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.